Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date approximately one month post-implant, CT scan reportedly revealed a slight narrowing of the distal limb (plc201000/13884519) in the right common iliac artery. According to the report, the patient's aortic bifurcation and common iliac arteries appeared narrow prior to implant (measurements unknown). Upon examination the patient displayed no symptoms, and no change in flow or other clinical sequelae were reported. However, according to the physician, the stent-graft system "aesthetically appeared to need some additional support long term". On (B)(6) 2016, the patient underwent a re-intervention procedure whereby a 16mm x 40mm boston scientific wallstent was implanted. The patient tolerated the procedure.